Event description:
It was reported that the patient stopped charging the ipg and wanted to get it up and running again. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately three years from date the manufacturer became aware of the event.